Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR# 2242445-2011-00199 for the first event involving the same pt. It was reported that in the operating room during the insertion of the second / new sheath into the pt's right internal jugular vein, the tip of the sheath became damaged. As a result, a new kit was opened and this time successfully used to complete the procedure. There was no reported delay, death, or complications to the pt.